Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable results for multiple assays for two patient samples. This medwatch is for analyzer serial number (B)(4). Refer to the medwatch with patient identifier (B)(6) for analyzer serial number (B)(4). The erroneous results for patient 1 were reported outside of the laboratory and were not believed by the doctor. A new sample was drawn from the patient and the results were normal. No specific data was provided. The original sample was then repeated and the results were in the normal range. The erroneous results for patient 2 were not reported outside of the laboratory. There was no adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative determined the cause was sample handling. He replaced both probes and ran calibration, qc, and precision testing. Replacement of the sample probe appeared to have resolved the issue.